Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the false upstream occlusion alarms caused by low ultrasonic readings. With low ultrasonic readings it would make the pump more sensitive to air an upstream occlusion. The failed ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump falsely alarmed for an upstream occlusion while on a pt. It was also reported that there was no pt injury.